Event description:
Three hours into treatment, the patient was noted to be unresponsive. The treatment was ended; the "code team" was called; and the blood from the extracorporeal circuit was returned to the patient. Following a 250 ml normal saline bolus, the patient was awake and talking. The patient's speech was slow and slurred. The patient's vital signs remained stable throughout the event. The patient was hospitalized over-night for observation and discharged home the following day with no sequelae. The nurse manage stated there was no indication any dialysis related product contributed to the event. The blood tubing set was discarded by the facility and not available for investigation.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation. The bicart model and lot number could not be provided by the facility. Gambro has no information to suggest that the bicart product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability. Bicart product discarded and not available for inspection.